Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reported that the gauze is leaving small fragments on the field.

Manufacturer narrative:
Submit date: 08/31/2016. The sponge is a purchased component manufactured by an approved vendor. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no samples submitted with this complaint. Therefore the reported condition by could not be confirmed. The kit no. Sa2205 minor lap pack is assembled and includes the sponge part number #ks77807125, these sponges are not manufactured at the covidien plant and during the receiving inspection no issues were found. Also a certificate of analysis is provided by the vendor to ensure that the product meets the specification required. Because a sample was not returned and subsequently a root cause was not identified, no corrective actions were deemed necessary at this moment. The current process is running according to product specifications meeting quality acceptance criteria. A production notification was issued to all personnel to heighten awareness of the condition reported by the customer. The supplier was notified of this incident for trending purpose and they too have not implemented any corrective actions at this time due to no physical sample evaluation. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes. Two requests for samples were sent at which time the initiator confirmed that the customer had discarded the product.